Event description:
Device analysis found that the stent was partially deployed. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The outer body was noted to be kinked 25cm from the proximal end. The strain relief was removed and the outer body was accordion wrinkled under the strain relief and 5cm distal to the strain relief. The outer body was severely compressed on its distal shaft and the outer body distal marker was compressed. The compression of the outer body distal marker the distal lumen of the outer body was compressing the stent. The stent was noted to be partially protruding from the outer body distal tip. The inner body was kinked and separated just proximal to the hub, the hub section was not returned. The inner body appeared to have kinked and then separated. It was also kinked in several places. The inner body marker was just proximal to the stent proximal markers. The stent was deployed in the laboratory but resistance was experienced due to the anomalies noted on the delivery system. No other anomalies were found. The cause for the event could not be determined.